Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The gore® excluder® trunk-ipsilateral leg component rlt281212 remains implanted into the patient. Therefore, an engineering evaluation of the device could not be performed.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The contragate did not open fully during first stage deployment of a gore® excluder® trunk-ipsilateral leg component rlt281212. After a time intensive process of cannulating the contragate due to the reduction in diameter, the clinician advanced a 12 french gore® dry seal flex introducer sheath, to which the contragate visibly 'popped' open. Reportedly, all procedural steps were followed according to the instructions for use and the 18fr gore® dry seal flex introducer sheath was retracted approximately 25/30mm distally from the contragate marker on first stage deployment. The reason for the initially inhibited full deployment of the contragate was reportedly unknown and there was no calcification or tortuous anatomy that was thought to have contributed to this incident. The patient tolerated the procedure.

Manufacturer narrative:
A. Patient information: added 1. Patient identifier.

Manufacturer narrative:
Initial reporter name and address: and phone #: corrected data.